Manufacturer narrative:
Investigation conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive cause cannot be determined for the procedural effects, complications, or the patient's death. Access site complications including bleeding and hematomas are known potential adverse effects. Conduction disturbances, stroke, and hypotension are a known potential adverse effects per the instructions for use (IFU). The patient experienced tamponade that was noted post-implant but surgical exploration was not able to identify the cause of the bleed. The hypotension was likely caused by the blood loss. The cause of the stenosis in the right femoral artery cannot be determined and its relationship to the procedure or, more likely, to the patient condition. A conclusive cause for the paravalvular leak could not be determined though is likely influenced by patient anatomy, ana tomical sizing, and implant depth. There are no specific allegations against a medtronic device having caused the patient death and without additional information no conclusions can be made.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve the patient experienced a cardiac tamponade, observed in a post-implant echocardiogram. Pericardiocentesis was unsuccessful, and the patient was taken to an operating room for surgical exploration to identify the bleeding source and placement of drains. The source of the bleeding was not able to be identified. Five days post-implant, the patient experienced a procedure-related stroke . A computed tomography showed subacuteleft parieto-occipital and posterior right frontal lobe infarcts. Eight days following implant, the patient died. The cause of death was not received. An autopsy was not performed and the device was not explanted. It also was reported that the patient exhibited the following issues that were suspected or determined to be procedure-related: ¿ bundle branch block (no treatment, unresolved at the time of patient¿s death). ¿ severe aortic regurgitation following pre-implant balloon aortic valvuloplasty (treated with device implant and balloon aortic val vuloplasty; patient reported as subsequently recovered). ¿ low urine output (no treatment, unresolved at the time of patient¿s death). ¿ left femoral bleeding from the left femoral access site (successfully treated with use of an extra perclose device). ¿ mild hematoma noted at right femoral access site (successfully treated with application of pressure, patient status reported as recovered five days later). ¿ severe hypotension (treated with medication, ongoing condition at the time of the patient¿s death). ¿ acute blood loss anemia (treated with a transfusion, unresolved at the time of patient¿s death) ¿ hypoglycemia (treated with medication, unresolved at the time of the patient¿s death). ¿ deep venous thrombosis, bilateral in the lower extremities (identified via ultrasound, no treatment, unresolved at the time of the patient¿s death). A post-implant echocardiogram showed moderate perivalvular regurgitation. There was no treatment, and the condition was ongoing at the time of the patient¿s death. During the implant procedure, it also was noted that the patient had 50% right femoral stenosis. There was good flow, and no treatment was provided. The condition was ongoing at the time of the patient¿s death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and no autopsy was performed. Therefore, the device will not be returned for analysis. The device history review and investigation remains in process, once the review and investigation is complete, a supplemental report will be submitted. (B)(4).